Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high and low blood glucose. The low blood glucose was 50 mg/dl and was treated with food. The customer had high blood glucose of 500 mg/dl and was treated with bolus. Based on customer report customer does not allege pump was under delivering. Customer reported that, the bolus history displays all bolus entries based on their recollection. The insulin pump will not be returned for analysis.